Event description:
Additional information received noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing as well.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited noise over-sensing. No intervention was performed. The patient was in stable condition.